Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturer representative reported via the patient that one of their leads had migrated. The patient was lying in their bed and it collapsed. The headboard landed across their back on the stimulator. Afterwards the patient felt a burning, stabbing sensation in the middle of their back. They noticed that the stimulation had changed and had begun to feel uncomfortable. The patient was seen by their health care provider (hcp) and manufacturer representative where x-rays were performed and showed that one of the leads had almost completed migrated out of the epidural space. All but three electrodes were not in the epidural space. The second lead has also migrated from the top of t8 to t12. The manufacturer representative ran an impedance check and all measurements were with normal range and appeared to be functioning. They turned off the lead that had migrated out of the epidural space and reprogrammed the second lead as they were still able to gain some benefit despite its migration. On (B)(6) 2015 the patient underwent a lead revision. The hcp replaced both leads as they were unable to thread the wire through the leads due to kinking. The indications for use were for post-lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
Analysis of both leads (s/n (B)(4)) found no anomalies. Method and conclusion codes no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.